Manufacturer narrative:
Product complaint #(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6), 2022, the patient underwent the bha surgery for femoral neck bone fracture with the two cements in question. In the surgery, powder leakage was confirmed during package opening. In both cement product, small holes were found in the plastic bag. The surgery was completed successfully within 30 minutes delay. No further information is available.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device associated with this report was returned. After visual examination, allegation is confirmed. It can be observed that cement bag presented a puncture which is causing powder leakage. Observations of the returned package components did not find damages on the outer non-sterile bag. It is not unreasonable to conclude that cement bag was damaged by a puncturing device after being pulled off from the protective bag. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> a manufacturing record evaluation was performed for the finished device (3070040/9550168) product and lot numbers, and no non-conformances related to the reported complaint condition were identified.